Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 31-aug-2022. The device evaluation was completed on 29-sep-2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed damage to it. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodged is related to the issue reported by the customer. A device history record evaluation was performed for the finished device 00001932 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw)) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that when inserting the dilator into the vizigo sheath they met resistance. The sheath was replaced and the procedure was continued and subsequently completed. No adverse patient consequences were reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis revealed that the hemostatic valve was dislodged inside the hub component. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 29-sep-2022.